Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that during unpacking of the ultra stent delivery system (sds), the stent implant came off the balloon. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood visible. There was contrast visible in the balloon and inflation lumen. The stent implant was returned dislodged on the stylet with a dark blue protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameter. The distal and proximal outer diameters met manufacturing criteria; however, the middle outer diameter measurements did not meet manufacturing criteria.